Event description:
It was reported that the device was found leaking at the connector area. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: one cadd extension set was received for the evaluation of a reported leaking. The sample was received in used conditions without its original package. A visual inspection was performed at a distance of 12' under normal conditions of illumination and no discrepancies were found. A functional testing was performed where a syringe was used to detect any discrepancies that could affect teh product functionality. Leakage was detected in the filter. Root cause was determined to be a manufacturing issue.